Manufacturer narrative:
Additional information: device evaluation: a customer provided photograph was received. The customer provided picture was evaluated by a subject matter expert. The photograph displays a lens with damage to the edge of the lens. Damage of this nature is an uncommon occurrence and is difficult to determine the influencing factors. A root cause for the event could not be determined given the information provided. No further evaluation can be performed with out evaluation of the returned lens and or handpiece. As a result of the investigation there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation two cracks were found at the base of both haptic of the intraocular lens (iol). No resistance or tightness with turning the plunger was noted by the physician at the time of insertion. The iol remains implanted and no health damage or patient injury was reported. No enlarged incision, capsular laceration, unplanned vitrectomy, or sutures were required. No additional information was reported.